Manufacturer narrative:
Additional device implanted and involved in this event: tgt3110/7571615. (B)(4).

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent treatment of a thoracic aortic aneurysm with three conformable gore tag thoracic endoprostheses. Reportedly, it is unknown how far proximally the tag device was implanted. However, it was reported that the left subclavian artery (lsa) was not intentionally covered during the initial implant procedure. Final angiography identified both proximal and distal type I endoleaks. The physician elected to conclude the procedure and will monitor the patient. The physician commented the reason of the proximal type I endoleak was that proximal neck too was too short (length of neck is unknown) to allow for adequate coverage. The cause of the distal type I endoleak is reportedly unknown. On (B)(6) 2016, follow-up imaging identified a persistent proximal type I endoleak with aneurysm enlargement (amount unknown). Later that same day, the patient underwent a complete debranching of the great head vessels with the implantation of an additional conformable gore tag thoracic endoprosthesis for treatment of the proximal type I endoleak. The procedure was concluded with no reported issues. A final angiographic showed no evidence of an endoleak and the patient tolerated the procedure.